Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no display. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection found a damaged keypad display window and a damaged liquid crystal display (lcd). The reported condition was verified. The device was found out of specification in relation to the reported 'loaner pump with no display" through visual inspection. The damage to the keypad display window and lcd was determined to be from an external influence. The damaged keypad display window and lcd were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.